Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which mdr1218950-2015-05336 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device had a defibrillator button failure(could not use buttons). There was no report of patient involvement.